Event description:
Pt underwent laparoscopic gastric by-pass and cholecystectomy. Bovie spatula cautery was noted to arc during procedure. Pt sustained 1cm x .5cm burn on skin of right lower quadrant.